Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire detached. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex (cx) artery. While advancing the 185cm kinetix guide wire to the lesion, the wire prolapsed in the middle of the artery. The physician made an unsuccessful attempt to straighten the wire out, but ultimately removed the wire. Upon removal it was noted that 1.5cm of the guide wire tip remained in the proximal cx and left main. A micro snare was utilized to successfully remove the wire fragment. The procedure was completed with a non bsc guide wire. There were no additional patient complications reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the tip of the guide wire detached. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified circumflex (cx) artery. While advancing the 185cm kinetix guide wire to the lesion, the wire prolapsed in the middle of the artery. The physician made an unsuccessful attempt to straighten the wire out, but ultimately removed the wire. Upon removal it was noted that 1.5cm of the guide wire tip remained in the proximal cx and left main. A micro snare was utilized to successfully remove the wire fragment. The procedure was completed with a non bsc guide wire. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the device was in two pieces. The length of the high torque sleeve (hts) returned measured approximately 5". The distal end was microscopically inspected and revealed that the distal tip and components were all intact. The distal portion measured approximately 1.75". The proximal end revealed a core wire fracture. A small portion of the hts was cut back to reveal the core wire fracture surface. The core wire also appears to be bent on the proximal end of the fracture. Sem lab analysis revealed the nitinol core wire fractured due to torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).